Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12j16010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The initial evaluation of the sample confirmed the reported connection issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set would not connect well with the titanium adapter. This occurred when the transfer set was being changed. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested and no leaks were found. The inside diameter of the patient connector was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.